Event description:
Resident was being transferred to bed from w/c resident bumped her leg on wheel chair resulting in an 2-3" long x 2" wide and 1" deep laceration to right calf. Areas on chair were covered with sheepskin to avoid a further probleminvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: expected wear/deterioration. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.